Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson's disease and movement disorders. It was reported the patient was having neck and back muscle spasms. It was reported the change in symptoms was sudden beginning (B)(6) 2018. No further complications were reported or anticipated.